Event description:
Boston scientific crm received info that this right ventricular (rv) lead, during the implant procedure, caused a perforation. The physician had implanted the rv lead first, and then the right atrial (ra) lead. The sensing and thresholds were within normal range on both leads. Later, when attempting to locate the coronary sinus for left ventricular (lv) lead placement, the pt stopped breathing, and attempts to resuscitate the pt were unsuccessful. The physician believes rv lead perforation contributed to this pt's death. The physician also noted that he feels like the sensing on bsc's rv leads sometimes goes down over time and that he has to push harder with our lead as a result.

Manufacturer narrative:
It is uncertain whether this lead will be returned for laboratory analysis. At this time there is no additional info. Should additional info become available this report will be updated and resubmitted.